Event description:
Pt's spouse reports that the pt is currently hospitalized and was admitted (B)(6) 2025 for cellulitis (onset date unknown). Spouse reports the md thought that it was gout but now believes it is cellulitis. Spouse reports the pt's md is aware they are hospitalized & dr. (B)(6) is seeing the pt while inpatient. Spouse reports the pt had a right heart catheterization today & their pressures came back higher so their remodulin dose may be adjusted. Spouse also reports the pt experiencing chest pain & swelling in their legs, ankles and/or feet. Md is aware. Spouse advised the pt is currently using hospital supply of remodulin while inpatient. Spouse reports pt is now taking allopurinol & is on IV antibiotic & an anti-inflammatory; did not know names of these meds. Spouse also reports that one of the pt's pumps seems to go through batteries faster than the other; serial number unknown. No issues reported with the device working or infusing. No additional info, details, or dates available. Continuous infusion. Set flow rate and volume delivered unknown. Position of pump when alarm occurred n/a as no pump alarm reported. Pump return tracking info n/a. Photographs not provided. Current remodulin dose: 60ng/kg/min via. Did product fault occur while in use with pt?- unknown. Did product issue cause or contribute to pt or clinical injury?- no. Is actual pump available for investigation?- no. Did pharmacy replace pump?- no. Did pt have a backup pump they were able to switch to?- yes. Was pt able to successfully continue therapy?- yes. Is therapy life-sustaining?- yes. Outcome of the event?- resolved.